Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant was removed due to becoming fractured. Tooth #18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotiteâ® implant 4 x 13mm (oss413) was returned for investigation. Visual evaluation of the as returned implant identified implant fractured at body area. Implant body damage, bone tissue attached. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #18 (universal) for approximately 21 years. The implant was placed on a previously allografted and loaded site. X-ray or picture image was not provided. Appropriate documentation was reviewed. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (119265) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.